Manufacturer narrative:
Upon arriving at the customer site in response to the report of the cover having fallen and striking a patient, the field service engineer (fse) found the facilities on-site engineer had reinstalled the detached cover. The fse observed no issues with the latching mechanisms on the detached cover or the mating latch receptacles on the adjacent shoulder portions of the cover assembly. The fse reported that the re-installed cover was secure at all gantry angles. The last varian service performed that required removal of the center portion of the cover assembly occurred on (B)(6), approximately 2 weeks prior to cover detachment. The fse stated that he was sure he properly latched the cover upon completion of service. The on-site engineer reported to the fse that he had not removed the cover during this time period. Although no mechanical issues were observed the fse replaced the latching mechanisms to satisfy the customer. The device has continued in service without observed issues between the time of the incident and of this investigation. No additional follow up to this report is anticipated.

Event description:
The obi center throat cover assembly fell off the machine while in a position of 300 degrees. It proceeded to land on the patient. The patient was examined by the oncologist and was found to have sustained no serious injury.